Event description:
It was reported that, pt reported pain in right hip, dr. (B)(6) performed routine follow-up and x-rays. A year after his original surgery and former surgeon found all fluid in his hip and then had a head, neck, and liner swapout. Bone scan lit up around the stem and cup.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the pt for his law firm and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 2249697-2012-02189 & MFR # 9616680-2012-00985.